Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light . The key failure is the sieve is leaking.associated malfunction for this device: muffler contaminated.